Manufacturer narrative:
The keys and led board (p/n: 159213) was checked by the service engineer and they need to be replaced.

Event description:
Hamilton medical ag received the following description from the partner :the hard keys was reported not sensitive enough.